Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt has stimulation but was awakened by a sharp persistent pain over and around the ipg pocket. The pt reported that the pain is present both when the stimulation is on and off. The sjm rep noticed the ipg was raised in the pocket, however no redness was observed. Pt is scheduled to meet with his doctor for a f/u. No further info is available at this time.